Event description:
It was reported that the procedure was cancelled. An angiojet console was used for thrombectomy procedure. Upon preparation, the device showed an error 28. The device was removed and restarted but the error persisted. The procedure was canceled due to this event. There were no patient complications reported.

Event description:
It was reported that the procedure was cancelled. An angiojet console was used for thrombectomy procedure. Upon preparation, the device showed an error 28. The device was removed and restarted but the error persisted. The procedure was canceled due to this event. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: angiojet barcode reader was received. A visual inspection was done on the barcode reader, and it passed visual inspection. The received barcode reader was installed onto the golden angiojet console. Then a functional test was done, and it failed the functional test. The console booted up to error code 28, and the complaint was confirmed.